Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. A fresenius 2008t machine and fresenius combi set bloodlines were being used during the treatment. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Additional information was requested, however, to date a response has not been received. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. It is unknown if the patient was able to complete treatment. The complaint device is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. A fresenius 2008t machine and fresenius combi set bloodlines were being used during the treatment. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Additional information was requested, however, to date a response has not been received. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. It is unknown if the patient was able to complete treatment. The complaint device is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. No lot number or catalog number was provided by the complainant. Furthermore, as no clinic identifiers were provided, an sap delivery history search could not be performed to identify possible dialyzer lot numbers involved in the reported event. As such, a lot history review or a manufacturing record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.